Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of stoppers cannot be pierced by their automated instrument probe. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper function as all samples met specifications. Additionally, one hundred (100) retains were visually examined and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 25-mar-2025 investigation summary bd received 100 samples for investigation. Customer returned samples and bd retention samples were analyzed for this investigation: customer returned samples and 100 bd retention samples were visually inspected with no stopper defects observed. Additionally 10 returned and 10 retained samples were evaluated by functional testing and no issues were observed relating to stopper function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of stoppers cannot be pierced by their automated instrument probe. There was no health impact or consequences reported.